Event description:
The initial info provided to cook indicated during the installation process, the hooks of the plastic part became detached from the stem (ie, blue hook separated from the loading catheter). After trying to place the part back into position by cutting part of the plastic, it was impossible to use this part of the kit. Another ligator kit was used. Upon completion of the complaint form, the following info was provided: the nurse, as usual, was fixing the device on the endoscope and put the white kt [catheter] into it, fixed the string to the blue hook and pull it but the hook was detached into the endoscope. The nurse said it was like the manufacturer had forgotten to put some glue. She tried with the other one at the opposite site [opposite end of the loading catheter] but the problem happened again. Finally, they chose another set. This occurred during the loading process; the loading catheter was not located inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The handle, catheter with no blue hooks attached, trigger cord and barrel with all 6 bands in place were returned. The inner diameter of the loading catheter and the length of the loading catheter were measured and verified to be within the appropriate manufacturing specifications. No kinks were identified. However damage to one end of the loading catheter was noted. The length of the loading catheter's stylet wire was measured and verified to be within the appropriate manufacturing specifications. A kink was identified at 2cm from one end of the stylet wire. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: the instructions for use direct the user to attach the trigger cord to the hook on the end of the loading catheter, leaving approx 2cm of trigger cord between the knot and the hook. If the knot and the hook are placed closer than 2cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. If additional pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been implemented to reduce occurrences of blue hook detachment. The product said to be involved is included in the scope of the corrective action. Quality assurance will continue to monitor for complaint trends.